Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash on their back, arms, chest and stomach from the lifevest equipment. Patient described the area as red, itchy, with small zits. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment for the rash. Outcome of the rash is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.